Manufacturer narrative:
No device analysis results are available because the device remains implanted. The cause is inconclusive at this time and is under investigation. Additionally, the sensor was noted to have dampening that contributed to the inaccuracy. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
On (B)(6) 2024 it was discovered that the sensor transmitted a dampened waveform reading. The physician was monitoring the patient and the sensor readings. On (B)(6) 2024 a rhc was performed to check the accuracy of the sensor. The sensor baseline code was increased by 27.5 mmhg. There were no adverse consequences to the patient.